Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the unit was smoking and it caused the alarm to go off. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the unit was smoking and it caused the alarm to go off. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: ¿a dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank seal, water tank, top enclosure, iso port, heater plate, and bottom enclosure. A dust-like contaminant was observed on the ui display bezel, center enclosure, inlet/outlet seal, blower, blower box, and heater plate spring. Hair-like contaminants were observed on the inlet/outlet seal. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.